Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset occurred. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient heard alarming for a few days. The patient had received a recent shock but did not recall getting the shock because they thought it occurred while they were sleeping. The implantable cardioverter defibrillator (ICD) had a por (power on reset). It was unsure of when the electrical reset occurred. The ICD was reprogrammed. Additionally, it was reported that the right ventricular (rv) lead was suspected to have insulation issue/damage that contributed to the ICD issue. The patient was scheduled for a revision procedure. Thirteen days later the ICD and rv lead were explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device has not set rrt/eri yet. The loss of tel c was the result of the por. Review of the s2d confirmed that the device had under gone a por with no reason on (B)(6) 2018 at 21:51 which correlates with the delivery of a 35 joule shock on (B)(6) 2018 at 21:51. There was no evidence of any arcing to the device case and internal device inspection noted no evidence of arcing as well. The device passed functional testing. If information is provided in the future, a supplemental report will be issued.